Event description:
Blood was noted in the line and the iab was removed. As a result of the event, the pt had bleeding from the artery. On 5/28/98, datascope was notified by the contact in the risk mgmt that it was unsure if the iab would be returned for eval. [Event complications]: bleeding from the artery-reported 1/12/98. [Pt's current status]: unk-rpt'd 1/12/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 6/18/98).